Event description:
It was reported that during an unknown procedure, the closure and the holding of the clip was incongruent and ineffective with difficulty in extraction of the clip applier due to the reopening mechanism being stuck . No adverse patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple requests for return of device have been made but no device has been returned.